Manufacturer narrative:
The device failure analysis confirmed that an object of unknown origin had breached the external surface of the balloon triggering a longitude tear extending between the proximal and distal ends of the balloon. A device lot history review confirmed no related anomalies. All manufacturing specifications had been met for the lot released. The indicated failure mode is an inherent risk of the intraoperative (iort) procedure and conforming with the risk profile defined for the device. The failure rate for balloon ruptures not attributed to user error is (B)(4) based on (B)(4) devices shipped from january 1, 2016 through june 30, 2018, which encompasses the manufacturing release date of the device lot reviewed.

Event description:
The 3-4 cm balloon applicator of the brachytherapy procedure for a patient undergoing intraoperative radiation treatment for breast cancer was found with a longitude tear that enabled the saline solution from the balloon to escape. The indicated finding was discovered after radiation treatment was delivered and the balloon applicator explanted from the patient, therefore indicating that twice the indicated radiation dose may have been delivered. The procedure was completed and no apparent injury was sustained by the patient. The device was returned to the manufacturer for failure analysis. Complaint tracking # (B)(4).